Event description:
The pump was returned for investigation. Investigation revealed that there the battery compartment was cracked and the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the keypad cover was peeling off of the base but all of the buttons were normally responsive. Contamination was found underneath the contrast button contact. The display screen was dim and discolored. The battery compartment was cracked on the threads and below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).